Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. The md thought it may have been the batteries not recharging but after releasing the iabp from the cart and reseating it, the charging process did not begin. A second iabp was retrieved and the patient was changed over. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm spoke with the customer, and instructed them to pull the console to see if it was secured in the cart. It was not. The stm instructed the customer to pull on the console and push back into the cart. The batteries started to charge. The customer cancelled the service call as it was determined the issue was caused by user error. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. The md thought it may have been the batteries not recharging but after releasing the iabp from the cart, and reseating it, the charging process did not begin. A second iabp was retrieved, and the patient was changed over. No patient harm, serious injury or adverse event was reported.